Manufacturer narrative:
Investigation: status: confirmed complaint reference number (parent) (B)(4). Catalog number: 367986. Batch number: 6124861. Device history record review: a review of the device history record was completed for batch 6124861 reorder number (B)(4). Product was manufactured at the bd (B)(4) site may, 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Customer sample/photo analysis: returned customer photos shows one tube with a piece/sliver of wood inside the tube. Investigation root cause: customer sample photo confirmed the fm which appears to be a sliver of wood inside the tube. A team has been formed to further investigation and implement improvements to prevent this type of nonconformance. Summary: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that foreign matter, described as ¿a piece of wood¿ was found inside a bd vacutainer® sst¿ blood collection tube before use. There was report of injury or medical interventions.